Event description:
The customer reported generation of false high ise (ion selective electrodes) patient results which includes sodium (na), potassium (k). And chloride (cl) on their au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) was dispatched to the customer site to evaluate the instrument. The lss inspected the instrument and determined that the failure mode was due to defective reagent syringes. The field service engineer (fse) replaced the reagent syringes, and proactively cleaning tubing. Performed system verification successfully without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is case-(B)(4).